Event description:
It was reported that during device interrogation the right ventricular lead was suspected of having a fracture. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.